Manufacturer narrative:
Subject device is is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
The tip of the self-retaining screwdriver for expansion head screws broke off. The broken tip of the screwdriver was left in the expansion head screw and a locking screw was placed on top. The screw remains in the patient.